Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the system board. The customer declined repair of the device, therefore the device will be returned to the customer labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.